Event description:
It was reported that the pump battery could not be charged with the tandem-provided wall adapter, charging cable and charging pad, causing the pump to shut down. Replacement tandem-provided charging supplies were sent to the customer. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no adverse impact to the customer's blood glucose level.